Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 19.8 cm. An external insulation abrasion, breaching the svc lumen, was noted 16.4 to 16.6 cm from the connector pin consistent with friction to the device can. An external insulation abrasion, breaching the rv lumen was noted 19.4 to 19.5 cm from the connector pin consistent with friction to the device can. No cables were damaged in either region.

Event description:
This report is to advise of an event observed during analysis.